Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed; the locking mechanism was damaged, internal components were worn and damaged, the outer hose was torn/cut, and there was dried biological debris coating the motor and locking lever. The condition of the motor was indicative of improper or ineffective cleaning, maintenance, and misuse/abuse of the device. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the motor was "noisy" and the lock lever was damaged. The device was not being used during a procedure. No pt or user injuries were reported. There was no add'l info provided.